Event description:
The customer reported the side port where the light cable is connected was lying on the patients face for approx. 45 seconds and caused a second degree burn to the patient.

Manufacturer narrative:
The product is not to be returned since the customer is reluctant to release the sample. Should further information become available a follow up MDR will be filed.